Event description:
As reported by the user facility: patient order for d5w 1,000 ml with sodium bicarbonate 100 meq IV solution to infuse at 100 ml/hour to treat lactic acidosis. At 1424 rn documented in mar she hung a new 1000 ml bag of d5w with sodium bicarb to infuse at 100 ml/hr. The charge nurse documented she responded to the patient's alarming IV pump indicating the bicarb drip needed volume added to run. She noted the IV pump rate for the bicarb drip was set at 1,000 ml/hour, instead of the ordered rate of 100 ml/hour. She turned off the pump and notified the intensivist. No additional orders were given. At 1717, rn documented she hung another new 1000 ml bag of d5w with sodium bicarb. At 9142, rn documented she gave a 2l lr bolus, and started bicarb drip. No documented evidence that 1,000 ml of bicarb drip infused in approximately 3 hours instead of 10 hours. No change in patient's clinical condition.

Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). A review of the logs from the device did not confirm the reported defect. If additional information becomes available, a follow up report will be submitted.